Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes had erroneous results and air bubbles in the gel after use. This event occurred 85 times. The following information was provided by the initial reporter: the customer stated the device had "discrepancy results in the clinical chemistry (glucose, uric acid and creatinin) ¿ additional information: after reviewing investigation photos event type: air bubbles in gel has been added to this complaint. Customer also included lab testing procedures. Air bubbles in the gel may affect the performance of the lab testing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-08-11. H6: investigation summary bd received 2 photos which were reviewed. One photo showed 2 tubes, all with a bubble in the gel at its base. The complaint is confirmed for gel air bubbles based on the photographic evidence received. The device history records were reviewed with no issues being found. There were no related quality notifications. All process and final inspections comply with specification requirements. Retention and customer samples were evaluated clinically. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results) because the defect was not evident in the testing of the customer lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. This complaint is not confirmed for erroneous results. A complaint history review indicated this is the 1st complaint received for the reported defects on this lot number. Sst¿ tubes should be filled to stated draw volume and mixed by at least 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature, and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure high quality specimens, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. In addition, drugs/medications can change the density of a blood specimen, further contributing to this reported condition. A review of specimen handling parameters should be reviewed for this tube type.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes had erroneous results and air bubbles in the gel after use. This event occurred 85 times. The following information was provided by the initial reporter: the customer stated the device had "discrepancy results in the clinical chemistry (glucose, uric acid and creatinin) ¿ additional information: after reviewing investigation photos event type: air bubbles in gel has been added to this complaint. Customer also included lab testing procedures. Air bubbles in the gel may affect the performance of the lab testing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes had erroneous results after use. This event occurred 85 times. The following information was provided by the initial reporter: the customer stated the device had "discrepancy results in the clinical chemistry (glucose, uric acid and creatinin) ¿